Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported unresponsive buttons and stated that a battery change did not resolve the issue. Customer's current blood glucose reading is 131 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.